Event description:
It was reported the patient had not walked since the day after implant. The patient walked the first night and then fell and ended up in a nursing home. It was reported "they stood the patient up and her legs gave up and she just collapsed." It was noted the patient did not have control of her bowel or bladder. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient would fall when she tried to stand. The patient had remained in the hospital for several days after the procedure, and then been moved to a nursing home. It was reported that the patient also experienced incisional pain. The patient was very large and deconditioned, and had complained of weak legs but was getting stronger. It was noted that the patient had an ongoing serious injury. On august 21st the patient underwent a lumbar myelogram and CT scan. No system issues were noted. There was no spine fracture or dislocation. There was some straightening of the cervical lordosis. The cervical cord was grossly normal in volume. Small cervical lymph nodes but none which were pathologically enlarge. There were coarse vascular calcifications seen in the carotid arteries. C2-c3 had a 2mm anterolisthesis with diffuse disc bulge and a superimposed central disc protrusion that mildly deformed the cervical cord anteriorly. There were mild facet degenerative changes as well. C3-c4 had a 1.5mm anterolisthesis with mild diffuse disc bulge asymmetric to the left as well as mild faced degenerative change resulting in low grade central canal stenosis and likely low grade left lateral recess stenosis. C4-c5 had disc osteophyte complex with superimposed right lateral disc bulge minimally deforming the cervical cord anterolaterally on the right but with ample cerebrospinal fluid otherwise surrounding the cervical cord. C5-c6 had minor diffuse disc bulging to the right and facet degenerative change, but no stenosis. C6-c7 had facet degenerative change but no stenosis. C7 -t1 had no stenosis. The patient had successfully recharged previously, but later experienced trouble recharging. The patient readjusted the recharger location.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37751, product type: recharger. Product ID: 37744, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).